Manufacturer narrative:
Insulin pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Pump received with serial number label damage/peeling. Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged due to motorcycle accident. The customer¿s blood glucose level was unknown. The customer was hospitalized due to broken leg. The insulin pump will be returned for analysis.